Event description:
It was reported that the patient had a history of a pump exchange on (B)(6) 2015 due to thrombus ((B)(4)) and a second pump exchange on (B)(6) 2019 due to short to shield ((B)(4)). The patient was being seen for ventricular tachycardia (vt) and implantable cardiac device (ICD) shocks. The patient was implanted with the ICD prior to the ventricular assist device (vad) placement. The patient did not have a history of arrhythmia prior to vad placement and the arrhythmia did resolve. The patient did not have any symptoms other than arrhythmia, however, the patient had a significantly enlarged left ventricle compared to prior images. On (B)(6) 2022, the left ventricle (lv) was noted at 8.6cm. Previously, the lv was noted at 8.2cm with moderate grade valvular dysfunction on (B)(6) 2020. Laboratory values lactate dehydrogenase (ldh) and international normalized ration (inr) were normal. Log files were sent for review. There were no unusual events recorded in the log file event history. The mcs equipment is operating as intended. The patient was stable and discharged home, and the plan was for the patient to be referred for evaluation for transcatheter aortic valve replacement (tavr) candidacy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Severe aortic insufficiency was noted on echocardiogram.

Manufacturer narrative:
Section b5: refer to MFR # 2916596-2015-01463 for the patient's first pump exchange. Refer to MFR # 2916596-2019-00294 for the patient's second pump exchange. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log file captured the device operating as intended at the set speed, and no notable events were observed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.